Manufacturer narrative:
Customer had not noticed any problems with prior amph calibration or qc results. After working with the bci hotline, the customer verified their maintenance log book and discovered it was time to change the reagent syringe plunger due at the prescribed 3 month interval cycle. Once the customer changed the reagent syringe plunger, the customer re-ran the original amph samples and produced negative results, which were reported out of the laboratory. The root cause appears to be the reagent syringe plunger.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding five (5) amphetamine (amph) patient samples, run during the same time frame, were noted to be false positive based on delta checking of these known patients that were generated by the unicel dxc 600 synchron chemistry analyzer. These patients are closely monitored patients and have been previously known to the laboratory to have negative results for amph. No false results were reported out of the laboratory. Patient treatment was not affected in this event.